Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. The patient was later discharged from the hospital and was reported to be recovering from the reported event. The pd therapy was discontinued and the patient was switched to in-center hemodialysis. Additional information was requested, but is not available at this time. This is report 4 of 4 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13e07041 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2013. A batch review will be performed for potentially associated lot number h13e07041. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).